Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported the urinary retention patient had lost her programmers when moving to (B)(6) and her ¿symptoms were mildly worse requiring her to catheterize more frequently.¿ the patient, who had urinary retention or feelings of incomplete emptying, was previously performing intermittent catheterization once every 2-3 weeks and was ¿now doing it 2-3 times daily¿ as of (B)(6) 2019. It was noted that prior to the issue, the patient¿s ¿symptoms had been well controlled with good quality of life.¿ the patient had been unable to attain a replacement patient programmer as of (B)(6) 2019; an extra catheter was provided to the patient to address their symptoms. The patient was ¿stable¿ and ¿did not like to catheterize, but was fully capable of doing so.¿ the patient¿s indication for device use was ¿h/o urinary retention.¿ there were no further complications reported or anticipated.